Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) stopped compression was not confirmed during functional testing; however was confirmed during archive data review. The root cause was due the platform was operated on a large and stiff patient. Visual inspection of the platform observed the drive shaft was exhibiting binding and resistance. The observation of binding and resistance was not related to the reported event. A review of the platform archive was performed. User advisory ua 19 (max applied load exceeded) error messages occurring on the customer reported event date and confirming the customer complaint of the autopulse. The load plate has detected too much weight being applied (> 270 lbs /123kg). Base on the archive, the autopulse was used on a very large size and stiff to compress patient (max load sum exceeded 316 lbs. Calculated [count/2.52/2.2=kilos]). The cause of the ua 19 error messages was due to the platform was operated on a large and stiff patient. During initial functional testing, user advisory (ua) 41 (patient temperature sensor failure) error message displayed; however it was cleared. As a precautionary measure, the temperature sensor will be replaced to avoid the reoccurrence of ua 41 . This issue is not related to the reported event. Following this, the platform performed continuous compressions with a large resuscitation test fixture without error. The investigation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 19 error message recorded in the archive data is easily clearable by the user. The ua 19 error message alerts the operator that the load plate has detected too much weight being applied. The ua 19 error message can be cleared by restarting the platform. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn 33257) was used on a patient on cardiac arrest, after 2 cycles of compression the platform stopped compression. The crew immediately reverted to manual CPR. Return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. According to the user, the autopulse platform did not attribute to the patient's death. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was used on a patient on cardiac arrest, after 2 cycles of compression the platform stopped compression. The crew immediately reverted to manual CPR. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. According to the user, the autopulse platform did not attribute to the patient's death.